Event description:
It was reported that during device preparation, while pulling negative, pressure would not hold. It was felt that there was a pinhole in the balloon. The device was set aside for return. As there was no patient involvement, there was no adverse patient sequela and no clinically significant delay in procedure. Another similar device was used to complete the procedure. There was no additional information provided. The returned device analysis noted that the balloon fully inflated to the rated burst pressure (rbp) with no anomalies noted. There was no tear noted in the balloon as reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported tear was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot for a torn balloon. Based on the reviewed information, no product deficiency was identified.